Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
On an unk date, the selector console was used for a craniotomy on a pt. The power of the product was reported to not work. Multiple hand pieces had been used and power was still not working. There was no alarm indicating a power failure. There was no pt injury but the product problem did cause a twenty minute delay in surgery to locate and set up a new machine. No other info was provided.